Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low and high blood glucose levels. The customer was treated low with carb intake, will drink some juice. Customer's blood glucose value was 40 mg/dl and 351 mg/dl. The customer reported that they had battery out limit. Customer declined to troubleshoot for low and high readings. The product was returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, self test and off no power. Device was monitored and no unexpected battery power loss and no low battery alarm noted. Device received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.